Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level of 200 mg/dl. The customer also reported that she had experienced low blood glucose level of 50-40 mg/dl. Customer states she changed her basal rates this morning and so far her numbers have come down to 120 mg/dl. The product was returned for analysis.